Event description:
It was reported that the patient got a bladder infection four days after patient started using the purewick female external catheter but not sure if it was from that. Patient would get meds and not use the purewick until the patient got better. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the bladder infection at this time and medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient got a bladder infection four days after patient started using the purewick female external catheter but not sure if it was from that. Patient would get meds and not use the purewick until the patient got better. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the bladder infection at this time and medical intervention was unknown. Per follow up by liberator via phone on (B)(6) 2022, it was stated that the customer wanted to return the purewick because it gave infections to the patient. It was noted that the patient had been using the products for less than 90 days. It was unknown what medical intervention was provided for infections. Per follow up received via phone on 11aug2022, it was stated that reoccurring infections doctor prescribed antibiotics and recommended self-catheterization. They inquired about returning purewick female external catheter and the device for a rebate.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours. Not recommended for patients who are: experiencing skin irritation or breakdown at the site". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.